Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the initial interrogation was fine, however once the device was implanted, the electrograms disappeared and the device was not able to obtain a measurement for the amplitude of r waves. An error message appeared, and the session was ended. An attempt to re-interrogate was performed but was unsuccessful. A magnet in a sterile glove was placed over the device and another attempt to re-interrogate was performed and was unsuccessful. The device was removed from the pocket and the magnet was kept over the device, an attempt was made to reinterrogate and after a couple of minutes was successful. The device was placed back in the pocket, the r wave amplitude was successfully measured. The device was implanted successfully. The patient was stable after the procedure.